Event description:
It was reported the patient had 4 revisions in 2013 because they feel their health care provider (hcp) does not know what they are doing. Following the patient¿s first pocket revision they had another revision to make a new pouch for the implantable neurostimulator (ins). No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 55024, lot# n331866, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).